Event description:
Red status indicator. No patient involvement.

Event description:
Red status indicator. No patient involvement.

Manufacturer narrative:
Failure of capacitor c9. Upon investigation, capacitor c9 was found to have vented and leaked. Measurements taken on c9 confirmed the component had failed. C9 is used to prevent the +18v line from dropping low during the initial charge cycle. The increased capacitor current drain would have resulted in a high current influx at power on, blowing a pad-pak fuse during investigation. The functionality of the circuit is tested at product release. It is therefore concluded that the component failed after dispatch and after 15 nov 2020 when the history indicates the device stopped performing to specification.